Event description:
A report was received that the patient was noted with high impedance. The patient will undergo a lead replacement procedure. The ipg will also be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing loss of stimulation and underwent a procedure where the leads and splitters were replaced. It was also reported that the ipg was not replaced which was previously reported. The physician suspected device malfunction due to several high impedances detected on the leads. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was noted with high impedance. The patient will undergo a lead replacement procedure. The ipg will also be replaced for an unknown reason.

Event description:
A report was received that the patient was noted with high impedance. The patient will undergo a lead replacement procedure. The ipg will also be replaced for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) device evaluation indicated that 13 cables were fractured at the bent/kinked section of the lead body, 1 cm from the clik anchor set screw mark. There were no exposed cables. Sc-2316-50 (sn (B)(4)) device evaluation indicated that 8 cables were fractured at the bent/kinked section of the lead body, 1 cm from the clik anchor set screw mark. There were no exposed cables. Sc-3400 (sn (B)(4)) device evaluation indicated that the splitters passed visual, electrical, mechanical and photographic imaging tests performed. Visual/x-ray inspections and impedance measurements were performed to ensure the device integrity. No anomalies were found.